Event description:
Nail broke after an implantation period of approx. 8 weeks. Revision with another long gamma nail was performed.

Manufacturer narrative:
Summary of eval: eval results suggest that the nail broke due to material fatigue.